Event description:
The harmonic ls sealer tip remained hot after use and burned through plastic pouch attached to surgical drapes and burned the outside of the physician's surgical gown. The hot tip of the instrument did not come into contact with the pt outside of the body. The event was replicated, in that the tip of the device was not supposed to remain hot for as long as it apparently did when it melted the drape and gown. It remained hot for several seconds after a very brief activation. Biomed was called to consult on the matter. The items were taken to biomed for further testing. The disposable supplies of the same lot were removed from stock and replaced. Further investigation continues.